Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator was replaced with a model 37712, with a pocket adaptor. Afterward impedances measured between 3000 and 5000 ohms, which is high, but not out-of-range. During programming, the lead settings had to be modified because the former setting induced no tingling sensation. The implantable neurostimulator was programmed to deliver therapy using 3 cathodes instead of 2 previously. There was no patient injury associated with the event. The patient outcome was reported as ok. Approximately 2 weeks later, the patient was brought back to the operating room. The adaptor was replaced. Impedances were rechecked and were at the same level as before. The hcp unsuccessfully tried to reach the lead-extension connection. The devices had been in place for several years. She decided to stop the intervention and monitor the evolution of impedances and therapy. The hcp suspected that the lead may have been moved or damage at the revision. The patient was brought back to the operating room approximately 1 week later. The lead, extension and pocket adaptor were changed. Afterward the implantable neurostimulator system worked fine. The patient pain was released. The hcp suspected the problem could be attributed to the lead.